Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The complaint device was not returned for evaluation. Due to no device return, the reported complaint was not confirmed, and a definitive root cause of the reported complaint cannot be determined. The device IFU (instruction for use) states : olympus recommends that the generator and transducer are returned every 24 months for a calibration and safety inspection. To return a unit for calibration and safety inspection, contact olympus customer service and request a return material authorization (RMA) number. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the transducer cannot be plugged into the generator. The connector was observed to be broken. The issue found during reprocessing. There was no patient involvement on this event. No user injury reported.